Event description:
It was reported that a lead integrity alert triggered on the right ventricular lead. It was noted that the lead impedance was high, the sensing integrity count (sic) suddenly increased, there were short and fast nonsustained tachycardia episodes, and there was noise on the electrogram. Fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One ventricular non-sustained tachycardia episode of 155 ms occurred on (B)(4) 2012 at 14:27:43. 5 lead failure predictor high rate non-sustained episodes of <= 180 ms average ventricular cycle occurred on (B)(4) 2012 in the timeframe between 20:00:51 and 20:24:23. Weekly pace lead impedance trend data shows an abrupt increase for max ventricular pace bi impedance of 532 to 1520 ohms peak between (B)(4) 2012. The lead integrity alert triggered and a patient alert for lead failure predictor on (B)(4) 2012 20:00:44.